Manufacturer narrative:
With guidance from the MDR policy branch of the FDA, MDR reported by stryker (B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of assets from small bone innovation, inc.(B)(4).device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Star revision surgery due to ankle pain. Poly sliding core was exchanged.

Event description:
Star revision surgery due to ankle pain. Poly sliding core was exchanged.